Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/15/2019. H3 device evaluation summary: it was reported performance fraying suture. The labeled winding former, a dispensed suture and a detached needle of product code j946, lot # mkz600 was received for evaluation. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. In addition, a piece of the suture still attached and marks at the edge of the barrel hole that appears to be by the use of a surgical instrument could be observed.  During the inspection of the suture, damaged and broken due to the stress applied to the strand were found. In addition, the suture end was frizzy appears to be by the use of a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Per the condition of the sample received, the assignable cause of the performance fraying suture is an improper handling. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mkz600, and no non-conformances related to the reported complaint condition were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown labor and delivery procedure on an unknown date and suture was used. The suture unraveled upon use. The procedure was completed with another suture. There were no adverse patient consequences reported.